Event description:
Received info regarding a cartridge alarm 1 during bolus delivery. Reportedly, the cartridge was cracked. Also, it was reported that the customer received an inaccurate fill estimate. Customer's blood glucose level was not impacted. The customer indicated that the cartridge would be changed.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.